Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 500:320:654:0000. It is unknown when this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time. The user interface software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320:654:0000 was confirmed during event history log review and product evaluation. The operator of the device pressed and held the lock key of the device for more than 50 seconds which cause the reported condition. The reported problem was not reproduced and the device was working within specification, so there was no repair needed to correct the reported condition.this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Should additional information be received, a follow-up medwatch will be submitted.